Event description:
It was reported that after a supply change, the ilet user recorded a sensor glucose of 305 mg/dl about an hour after an unannounced meal, asked about announcing to correct, was advised not to announce since more than 30 minutes had passed post-meal, and was counseled that the pump¿s correction algorithm would address the elevated glucose. Follow-up showed a declining sensor value to 288 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and identified a usage problem, specifically a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.